Event description:
It was reported that the t:slim x2 pump battery was not charging, and no power source alert was found in the pump history. There was no reported adverse impact. The customer tried charging the pump with the tandem charging cable and wall adapter, but it did not resolve the issue despite trying a different wall adapter. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.